Event description:
It was reported that the patient was having pain at the ipg site and the site was oozing with puss. The physician cleaned and irrigated the patients ipg site. The patient was prescribed with antibiotics.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain at the ipg site and oozing with puss. The physician cleaned and irrigated the patients ipg site. The patient was prescribed with antibiotics. Additional information was received that the ipg was never touched during the irrigation and the patient was doing well.